Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Difficulty or failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the difficult or failure to split the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found similar incidents from this lot reported for difficulty or failure to split the sheath. Abbott vascular (av) conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions - per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6f sheath after a coronary catheterization interventional procedure. Reportedly, resistance was noted while splitting the sheath. The starclose se clip was deployed; however, the starclose se device could not be removed from the patient anatomy. The safety release mechanism was attempted but the whole system including the clip got stuck in the vessel. Surgical intervention was required to remove the starclose se device. The starclose se clip was cut out 5mm above the bifurcation and this clip was close to another starclose se clip that had been successfully deployed after a coronary catheterization in 2010. For a proper outcome the previously well placed clip was removed. A non-abbott patch was used to close the vessel and achieve hemostasis. There was a clinically significant delay in the procedure reported due to the surgical intervention performed. A femoral angiogram was not taken. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.